Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered a fluid leak after stopping the pd treatment . When the patient opened the cassette door there was fluid on the external of the cassette. The patient didn¿t call technical services and just kept using the machine. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: a3.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered a fluid leak after stopping the pd treatment. When the patient opened the cassette door there was fluid on the external of the cassette. The patient didn¿t call technical services and just kept using the machine. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler is not available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported by a peritoneal dialysis (pd) nurse that a pd patient discovered a fluid leak after stopping the pd treatment . When the patient opened the cassette door there was fluid on the external of the cassette. The patient didn¿t call technical services and just kept using the machine. Upon follow up, the nurse verified there were no symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. The cycler is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.